Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report that the sensor gave inaccuracies on (B)(6) 2014. Patient's mother claims the device read higher than the fingerstick value. Patient's mother did not report any injury or medical intervention at the time of contact with dexcom technical support.